Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the air tube clogged.based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air tube.in addition, our technician confirmed that the ultrasound connector body broken, the us connector cable (long) buckled, the water tube clogged, the lg prong corroded, the lg prong top corroded, the segment steel braid deformed, the operation channel (primary) leak, the bending rubber leak, the jet socket cut, the us connector cable (long) cut, the objective prism dirty, the junction case loose, the ethylene oxide gas valve (eog) loose, the insertion flexible tube worn out, the u/d and the r/l pulley wires worn out, the insertion flexible tube bump, the segment steel braid rupture, the ccd module with drive pcb shadow in image, and the us connector cable (long) twisted; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.this defect occurred not during procedure.based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.